Event description:
The customer was having low blood glucose symptoms and was losing consciousness at 4:30pm. Paramedics were called and they received a result of 15mg/dl at 6:15pm. The customer was given d-50 and glucagon. At 6:53pm the customer's device read 541mg/dl and the paramedics device read 147mg/dl. A different device was used and the result was 92mg/dl. Control was in range. A request was made for the return of the suspect device and replacement product was sent.